Event description:
The pt was implanted with an itrel neurostimulator on 3/3/1997 to treat peripheral causalgia. On 4/12/1999, the MFR received the following from the pt's attorney: "a lawsuit alleges that the pt was entering a retail store and requested but was denied alternate access to the store to avoid sensormatic theft detection device; while passing beside the detector she tripped over a stack of books and came into contact with the detector receiving severe injuries from the interaction between the detector and her peripheral nerve stimulator." The attorney was provided with a copy of the manufacturer's labeling with its theft detector warning, and after discussing with them the fact that the pt knew of the hazard and was trying to go around it, pt has agreed to dismiss device MFR from the case.